Manufacturer narrative:
The sample was collected in an sst gold top tube with gel, and was centrifuged for 10 minutes at 3000 rpm. The sample was run through cta originally on the primary tube. The sample was poured off when loaded directly on the access 2 system. The customer did not remember if all the additional replicates run through the cta were run on the primary tube or a pour-off tube. It is not known if the customer runs access qc through the cta. Qc has been within the acceptable ranges. Service visited on (B)(4) 2011 and replaced the cta sample probe, sample syringe drive motor and the sample syringe. Service visited again on (B)(4) 2011 and replaced the access 2 pipettor tip, wash station insert and precision pump. The dilution test passed the specifications without errors. Per the customer on 01/20/2011, the system is operating acceptably now. Related event on (B)(6) 2011 was reported in the MDR # 2050012-2011-00359.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low beta hcg (bhcg) results generated by unicel dxc 600i synchron access clinical system. The results were not reported out of the laboratory. There was no effect to patient.